Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer 2 had failed. A field service engineer (fse) replaced the broken u link and plunger on auxiliary matrix drawer 2, tested the drawer successfully, and confirmed the medstation was fully operational. The customer also recovered and accessed the drawer multiple times successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height matrix drawer 6n failed. The customer attempted to recover it, but the drawer only clicked and would not open. The drawer was opened from the back and found to have no obstruction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.